Manufacturer narrative:
Evaluation summary: a review of the logfiles for the date of event showed no relevant errors or warning message that could contribute to the reported event. All treatments were successfully finished at that day without any error or problems. Also no reason for the flap tear can be identified. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that following flap creation in the right eye, upon beginning to lift it, the surgeon noted a 3.3 millimeter vertical tear, at the one o'clock position. Per the surgeon, the tear was within the pupil area. The refractive treatment was not completed. The patient will be scheduled at a later date for photo refractive keratectomy (prk). Additional information has been requested.